Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 379 mg/dl and believed it was due to no delivery alarm which had occurred in the past also causing high blood glucose. Customer's blood glucose at the time of call was 408 mg/dl. Customer did not feel well enough to troubleshoot but did perform high pressure test. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.